Event description:
A hosp nurse reported that the jaws of the grasping forceps broke off in the pt's uterus during a hysteroscopy procedure as a physician attempted to retrieve an intrauterine device. According to the nurse, half of the jaws were retrieved, but the second piece could not be located and therefore remained inside the pt's uterus. The nurse stated that the physician was not concerned about the missing piece since he felt that there was no place for the piece to migrate. The procedure was not completed because the intrauterine device was so deeply embedded into the uterus. Hospitalization was not required nor were antibiotics prescribed as a result of the occurrence.